Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported at patient on impella 5.5 support and it was documented that the medical docotr had difficulty pulling the catheter back during attempted repositioning of the pump. Substantial force was said to have been used in order to pull the device back one centimeter. Support continued with the implanted pump despite the noted issue. There was no resulting patient harm.

Manufacturer narrative:
There was no product returned. This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Positioning issues: the clinical details state that the md was trying to reposition 5.5, but had difficulty pulling catheter back. He had to use substantial force to pull device back one centimeter, meeting a lot of resistance. When asked if he encountered difficulty previously, md denied. It is not confirmed why the pump was repositioned or why there was resistance met. Due to the lack of clinical information provided, the root cause of the positioning issues cannot be determined. Optical signal issue: it was reported on 4/14 that there were continuing impella position in aorta alarms with confirmed positioning. The data logs show that the impella position in aorta alarms were accurately triggered as the placement signal would increase while the motor current loses pulsatility. The ps, contrast and snr increase in a cyclic pattern, but the cause of this is unknown. Due to lack of clinical information provided, the root cause of the optical signal issue cannot be determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issues for "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
The complainant reported that an implanted impella 5.5 pump exhibited an optical signal issue.